Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit would not run on alternating current (a/c) power. The unit was booted up on battery, direct current (d/c) and it would not switch over to a/c. In addition, the light emitting diode (led) on the power mgr was blinking and changed from green to yellow to red. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field svc rep (fsr) determined the problem was with the cable assembly and returned it to the MFR for further eval.